Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a frayed grip close cable near the distal idler pulley. The frayed strands were sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. Additional observation not reported by the customer was a derailed cable. The same frayed grip close cable was derailed from the distal idler pulley. Grips were still able to open and close but movement may not be precise. Evidence not conclusive, but cable derailment was likely due to cable losing contact with pulley during wrist articulation. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during the end of a da vinci si hysterectomy procedure, the user facility noticed a broken cable on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.